Manufacturer narrative:
Originally, it was reported that there was a brim cap detachment and a hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation on 1/13/2021 and observed on (B)(6) 2021 that the device was received in the condition reported as he brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the sheath. The brim cap detachment and hemostatic valve separation issue remain assessed as MDR reportable. The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a brim cap detachment and a hemostatic valve separation issues occurred. It was reported that the "orange cap" had popped off the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath - large. It appears as though the hemostatic valve as well as the brim cap became separated from the sheath itself. The valve and brim cap broke, and separated into two separate pieces and became detached from the sheath. The sheath was being used on the patient. It had just entered into the right atrium when the issue was noted. No air entered the patient¿s body through the sheath. The event did not require percutaneous or surgical removal. Blood return was observed, hemodynamics was not compromised. A negligible amount of blood was returned. Only a few drops from the broken hub. No medical intervention was required. The sheath was replaced with a competitor agilis sheath and the issue resolved. The procedure continued. There was no report of patient consequence. An analysis was performed on the picture that was provided by the customer. According to the picture, the brim cap and hemostatic valve were observed detached from the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of the complaint. The returned device was visually inspected and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the sheath. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the detached hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed with the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a brim cap detachment and a hemostatic valve separation issues occurred. It was reported that the "orange cap" had popped off the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The sheath was replaced with a competitor agilis sheath and the issue resolved. The procedure continued. There was no report of patient consequence. It appears as though the hemostatic valve as well as the brim cap became separated from the sheath itself. The valve and brim cap broke, and separated into two separate pieces and became detached from the sheath. The sheath was being used on the patient. It had just entered into the right atrium when the issue was noted. No air entered the patient¿s body through the sheath. The event did not require percutaneous or surgical removal. Blood return was observed, hemodynamics was not compromised. A negligible amount of blood was returned. Only a few drops from the broken hub. No medical intervention was required. The event has been assessed as a MDR reportable brim cap detachment issue and a MDR reportable hemostatic valve separation issue.